Event description:
The rn set the pump for 21ml to infuse at rate of 999 of normal saline to clear line pre chemotherapy, at end of infusion pump read 22.5. The pump appears to have given more volume than programmed. Manufacturer response for IV pump, sapphire plus (per site reporter): unknown at this time.